Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in patient for the endovascular treatment of a 6.5 cm diameter abdominal aortic aneurysm. The proximal neck measured 24 mm in diameter and 47.5 mm in length. The aortic neck angle measured approximately 90 degrees. A recent CT revealed a proximal type I endoleak. Two endurant aortic cuffs were implanted and the type ia endoleak was resolved. The physician stated that the cause of the proximal type I endoleak was due to patient's anatomy, 90 degree angled aortic neck. No additional clinical sequelae was reported and the patient is doing fine.